Manufacturer narrative:
Additional information received indicated that the patient presented with shortness of breath. The reason for replacement was paravalvular leak (pvl) caused by endocarditis. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The terminal sterilization process is validated using bacillus atrophaues atcc 9372, as recommended under iso 14160:2011. The efficacy of the process is demonstrated in the last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. It is assured that this type of organisms would be eliminated prior to the terminal sterilization process. In addition, this event the occurrence of endocarditis was greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant were largely considered to be community acquired (refer to note 1). Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 4 years 10 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.